Event description:
These leads were revised the day after implant due to "very little, if any, slack left in the leads noted on x-ray on (B)(6) 2015. Concern was that the lead would dislodge. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.(B)(6). MDR-1028232-2015-01754. (B)(6). These leads were revised the day after implant due to "very little, if any, slack left in the leads noted on x-ray on (B)(6) 2015. Concern was that the lead would dislodge. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Event description:
These leads were revised the day after implant due to very little, if any, slack left in the leads noted on x-ray on (B)(6) 2015. Concern was that the lead would dislodge. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was noted that when the initial report was submitted to esg, the information most of the boxes were corrupted (merged with another report, also submitted). We are re-submitting this report to correct that merge.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.